Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's abscess was drained on (B)(6) 2024. The recipient's pain, redness, and swelling have reduced. The recipient's infection is not device related. The infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection, pain, redness, and swelling. The recipient reportedly had a boil that developed into an abscess. The recipient was prescribed antibiotics (type unknown); however the recipient did not take the antibiotics. The recipient is not wearing the device.